Manufacturer narrative:
H3: product analysis - (B)(4) lot# gb20h007 visual and optical examination identified that the tab at the top of the handle near the shaft has broken off. This appears to have happened while trying to remove the screw tops. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a driver. It was reported that the driver won¿t hold set screws. There was no patient involvement reported. There were no further complications reported regarding the event.